Event description:
At about 3 months after primary, the patient came in reporting pain due to a joint luxation of the medacta head from the competitor liner and the cause is unknown. The surgeon revised the head and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2024. Lot 2338637: (B)(4) items manufactured and released on 17-oct-2023. Expiration date: 2028-09-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.